Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the data presented in the article, ¿conversion of hip resurfacing with retention of monoblock acetabular shell using dual-mobility components,¿ does not provide insight or relevance to current clinical outcomes for the product/device. It was reported the patient underwent a second revision surgery due to a peri-prosthetic joint infection. However, without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "conversion of hip resurfacing with retention of monoblock acetabular shell using dual-mobility components", it was reported that, from the bc group, one patient underwent a second revision surgery due to a peri-prosthetic joint infection. The outcome of the patient is unknown.